Event description:
Reportedly, the smartview remote monitoring website is slow: five minutes are needed to display the home page and it takes from 20 to 30 seconds to display a new page.

Event description:
Reportedly, the smartview remote monitoring website is slow: five minutes are needed to display the home page and it takes from 20 to 30 seconds to display a new page.